Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found; a damaged optical fibre bonding at the distal end and the image noise due to a broken video cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the damaged optical fibre bonding was due excessive force by the user. The image noise was due to an electronic defect due to wear and tear. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that during the unspecified procedure, the image began to snowball. There were no reports of harm.